Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the issue by replacing the pump, providing guidance on using a backup therapy, and instructing the customer on the return and setup process for the replacement pump. The customer acknowledged understanding these instructions and the necessary actions.